Event description:
The customer reported that the ortho provue analyzer resulted a known sample containing anti-lea as negative. The customer reviewed the image of the affected microtube on the provue screen and indicated that the reactions were weak. Visual inspection of the processed gel card was not performed. Repeat testing on an alternate provue using the sample and the same lot of reagents and gel cards showed a positive (1+) reactivity. False negative test result can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site, and determined that the reader camera required adjustment. The fe performed the appropriate alignment and adjustments to the reader camera and optics, to return the analyzer to expect operation. The customer has not logged any complaints against this analyzer since this incident.